Event description:
The customer reported dark counts system errors whiling analyzing two patients¿ samples involving the access 2 immunoassay system. The customer stated the alpha-fetoprotein (afp) results did not correlate with the patients¿ clinical history. One patient¿s sample produced an initial result of 0.00 ng/ml. The sample was retested on the same instrument and recovered a higher result of 50.37 ng/ml, above the acute myocardial infarction (ami) limit. The second patient¿s sample produced an initial value of 8.00 ng/ml and a retest result of 31.73 ng/ml, also above the acute myocardial infarction (ami) limit. The customer indicated both patients typically have values greater than 20 ng/ml. None of the results were released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Through troubleshooting, it was determined that the wash buffer reservoir was empty. There were no event log messages indicating the wash buffer was low. Beckman coulter customer technical support (cts) advised the customer to prime the system and perform system check and retest any questionable samples since the last acceptable system check. The customer stated all results were acceptable. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) was unable to reproduce the wash buffer float sensor/connection failure observed by the customer. The fse replaced the instrument fluidics module including the float sensor and the float sensor connection. The fse verified instrument performance. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Result: module, connection.